Event description:
The customer initially reported that their device was displaying its charge-pak icon. After an evaluation of the device by physio-control, it was observed that the device would not stay powered on and did have internal electrical leakage which can deplete the internal hlc batteries.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter depleted the internal hlc batteries.the customer received a replacement device.